Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the stent fractured during the withdrawal process. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Product analysis as found condition: the solitaire fr 6-30 stent device was returned for analysis inside a dispenser coil, inside a sealed biohazard bag, and inside a shipping box. Damaged location details: the solitaire fr stent was found not attached to the pusher. The stent was not returned. The marker coil was in good condition. The pusher inner core wire was found to have separated at the buffer coil weld. No bends or kinks were found on the pusher wire. No other anomalies were found. Testing/analysis: n/a conclusion: based on the reported information and device analysis, the customer¿s ¿separation¿ report was confirmed, as the pusher wire inner core wire was found to have separated at the buffer coil weld on the returned solitaire fr 6-30 stent device. Device separation can occur due to vessel tortuosity, retrieval friction, a higher number of device passes, guide/balloon catheters or intermediate catheter integrity issues such as kinking within the shaft, presence of a pre-existing extra/intracranial stenosis or calcified plaque, presence of hard clots/thrombus entanglement with overbending during the retraction process, not aligning the microcatheter with the proximal end of the solitaire device, or removal of the microcatheter before retrieval of the solitaire device with or without clot. However, the cause of the device separation could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The patient is recovering well following the procedure. No symptoms related to the stent fracture were reported. Since the stent could not be repaired, it was resolved by replacing it with a new one. The device was prepared as indicated in the IFU, including inspection and hydration. The procedure was completed successfully with the new stent. The cause of the fracture was unknown. Additionally, the patient¿s baseline and post-thrombectomy condition (tici or nihss) are unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.